Event description:
Pump declared an altitude alarm, which did not adversely impact the customer's blood glucose level. Insulin delivery was temporarily suspended due to the altitude alarm, and the customer was instructed by technical support to clean the speaker holes and replace the cartridge. Despite these actions, the alarm recurred, leading technical support to decide on replacing the pump. The customer was provided with instructions for the return and replacement process, and a new pump was sent by technical support.